Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/1/2023, it was reported by a sales representative via sems-06021084 that an ar-1288qis-90 quadlink implant system, 9mm had an issue during an unspecified procedure on (B)(6) 2023. When they went to drill, the drill at the tip of the flipcutter iii broke off completely once it touched the bone. They were able to recover the broken drill bit. This occurred during use with no patient harm. Additional information has been requested. On 9/6/2023, the sales representative provided the following information via phone: this occurred during an acl reconstruction procedure. A flipcutter ii with an unknown part and lot number was used to complete the procedure successfully. There was a 2-minute case delay reported, but no adverse effect to the patient. The complaint device was discarded by the facility.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.